Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient lost paresthesia in their back and leg a couple of weeks prior to the report. The patient didn't have paresthesia even at an amplitude of 10.5. The patient reported having falls that could have led to the issue. Impedances were greater than 10,000 on electrodes 8-15. Surgery was planned, but it was not yet scheduled. No further complications were reported.